Event description:
Per review of x-ray/fluoro by sjm, the conductors do not appear to be externalized.

Event description:
It was reported that externalized conductors between svc and rv coil were seen via x-ray. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.